Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial signals on the ventricular channel the day after implant. Technical services (ts) provided a potential cause and potential following actions. The device remains in use. No adverse patient effects were reported.